Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power error noted during testing or in the formatted history file. However, power management parameters graph indicates connector resistance issues connector board. Formatted history file confirmed unexpected replace battery alert due to connector resistance issues. The insulin pump had minor scratched display window, damage (scratched) display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer had recurring power error alarm on insulin pump. The customer blood glucose level was 208 mg/dl. The insulin pump was returned for analysis.